Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in april 2009 and performed to specification, alongside random manual power ons, up to the 25th august 2013. The device failed a self-test due to a low battery on 1st september 2013. The device passed a self-test on 2nd september 2013, an increase in voltage then suggests a further pad-pak was installed passing a self-test. On each power up the device records nonsensical duration which would suggest the user removed the pad-pak to power off the device or the pad-pak was incorrectly inserted into the device. Multiple manual power ups mainly, of ten minutes duration, were observed in the device memory between the 14th october 2013 and the last log entry on the 14th may 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.